Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was dropped and now reads error code 20003 (front end failure.) The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.